Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #108d23. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the psee45a device was returned with no apparent damage, and with two gst45w reloads(b, c), three gst45b reloads(d,e,f) present, all reloads were received fully fired. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 108d23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/08/2025. D4: batch#: unk. Additional information was requested, and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. How was the bleeding addressed? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device psee45a lot number: c9e772 and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy, after fired, noted some staples malformed and oozing occurred. Five staples had the same issue. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information was provided.